Manufacturer narrative:
Terumo has conducted an investigation into the reported incident, and has not determined a definitive cause for the event. However, the tubing connection that was made to the centrifugal pump is a connection that was made by the user facility when incorporating the centrifugal pump into a bypass circuit made by another device manufacturer. The terumo "instructions for use" pamphlet advises that all connections should be verified to be secure and that the circuit should be evaluated for leaks prior to initiating surgery. The investigation did reveal that the connection between the pumphead and the tubing was not secured with a tie-band as suggested. The conclusion code (67) is presented because no definitive conclusions can be made based upon the investigation to date.

Event description:
In 2009, the user facility notified terumo cvs associate that the flexible pvc tubing that attaches to the inlet port of a centrifugal pump had become disengaged from the inlet port of the centrifugal pump towards the end of a cardiopulmonary bypass procedure (during re-warm of the patient). It was reported that there was a loss of patient blood when the tubing disengaged from the inlet port of the centrifugal pump. The user re-connected the tubing and the surgery was completed without further incident. The user facility further reported that the patient was not injured as a result of the event.